Event description:
Customer reported an altitude alarm was declared by the pump, leading to insulin suspension. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to remove obstructions from the pump's speaker holes and clean them. Despite these efforts, the customer was unable to resume insulin delivery, so a new cartridge was loaded. Although the altitude alarm did not recur, an error message indicated the new cartridge could not be used and needed replacement.